Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was unable to be evaluated because of a clean load point 2 message. The upstream sensor was found out of specification, however not in a manner that related to this malfunction. No related cause was identified duing the device evaluation.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.